Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A review of the manufacturing documentation found that the device met its material, assembly and product specifications. The most probable root cause of this complaint can be attributed to operational context.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and calcified left anterior descending artery (lad). The 3.00x28mm taxus express2 drug eluting stent (des) was advanced to the target lesion, but was unable to cross the lesion. The device was removed from the pt and it was noticed that the distal edge of the stent was slightly lifted up. The procedure was successfully completed with a 3.00x24mm taxus express2 des. No pt complications were reported with the pt's current condition listed as "good".